Event description:
It was reported that the patient presented remotely. Stored electrograms (egms) revealed the patient's implantable cardiac defibrillator (ICD) exhibited non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos). There were no interventions and no patient consequences.